Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample identifying the batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2022, a spontaneous report was received from the united states via telephone regarding an 80-year-old female who used a thermacare lower back and hip heat wrap. Medical history included diabetes, a blood pressure abnormality, a cholesterol abnormality, and prior use of thermacare without issue. Concomitant products included insulin, an unspecified cholesterol medication, and an unspecified blood pressure medication. On approximately (B)(6) 2022, the consumer topically applied a thermacare lower back and hip heat wrap to her back for an unspecified indication. On approximately(B)(6) 2022, after using the heat wrap, the consumer noted that it caused burns and blisters at the application site. For treatment, she washed the area and covered it with a bandage. The consumer noted she did not use the product over clothing. On approximately (B)(6) 2022, the consumer's burn and blisters had healed. No additional information was provided.